Event description:
Event description as received from end user hosp: "vaxcel pasv port removed from a pt on (B)(6) 2011 because of a catheter fracture." No pt complications or injury were reported. The used device has been returned to navilyst medical for eval.

Manufacturer narrative:
Although the used device has been returned to navilyst medical, the sample eval has not been completed. Upon the completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).